Event description:
It was reported that the picture was blurry or foggy. The customer tried different batons on the monitor and every baton had the same issue. No pt injury was reported.

Manufacturer narrative:
The product was returned for eval and the failure was isolated to the baton. The lens on the baton was cracked and the test baton showed a perfect image. The baton was replaced.